Manufacturer narrative:
(B)(4). The customer returned one used sample and one flolink luer for evaluation. The sample was received visually inspected and the reported condition was confirmed. The male luer broke off into the flolink luer. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. A request for the device has been made. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) regarding the 60" high flow rate extension set in which the tubing broke off into the blue cap (flolink) on a central line causing back flow of blood and leaking fluid. The cap was changed. This condition occurred on (B)(6) 2010. There was no patient injury or medical intervention reported. No additional information is available.